Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000082109. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement for normal end of life on (B)(6) 2025, system diagnostic recorded high impedances on one lead. Patient was also unable to set the device into MRI mode. As a result, the physician opted to explant and replaced the lead to address the issue. The investigation was unable to determine the lead that was associated with the issue.